Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 27-jul-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 23-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the rep met with the patient non (B)(6) 2018 for the post-op appointment. They encountered issues with programming the patient appropriately. The patient was implanted for lower back and bilateral leg pain. They were first getting stimulation in the feet, then the shins and leg, and then the hip. The rep did not have an impedance history. They checked impedances using 0 as the reference. Electrodes 1-7 had high impedances (>40,000 ohms), and there was indication to avoid electrodes 13 and 14 due to a possible short. The remaining electrodes had good readings. The patient could not recall any events that could have caused the impedance issue. The rep ended up programming 9+, 10-, 11-, 12+ with a pulse width of 200 and a rate of 1000 hertz. This programming captured more of the left side than the right side. It was suggested to have an x-ray performed to check the lead. The rep reported that the x-ray they were seeing on their tablet showed that the lead wasn't in a good position. The patient's next follow up appointment wasn't for another couple weeks. The rep was going to discuss with the doctor. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-jan-03. The rep indicated that at the time the patient was receiving bilateral leg coverage but no lower back coverage. The patient went for an x-ray on (B)(6) 2019 which showed the right lead had moved. The healthcare professional (hcp) relayed to the patient that if they are not receiving the therapy they had wished they will need to let them know so they can discuss a potential revision. The patient understood. The cause of the lead not being in a good position and the impedance issue was unknown. This information was confirmed with the hcp. No further complications were reported/are anticipated.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-jan-11. The rep indicated that the patient has two leads implanted but they are unsure of which one is on the right side. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.